Event description:
Uhs implemented the alaris smart pump system as part of the hospital's efforts to reduce medication errors. During the development of the drug database we discovered two very important deficiencies that can contribute to potential pt harm. These deficiencies require the end user either "trick" the software into accepting dosage values that are inaccurate or to affix prepared labeling to a MFR's premix solution in order to utilize the error reduction software. The first problem discovered was the inability to enter a dosage form in "million units". This comes into play when the end user is trying to enter dosage parameters for medications such as penicillin g or interferon. The co's recommendation was to put the dosage limits in as "units" and then put some sort of warning message for the nurse to read explaining that it's not really "units" but "million units". Instead of inputting something wrong and then having to explain to the nurse why it's wrong, we opted to delete these medications from our error checking database. The second problem arises when we tried to implement the "auto-ID" module portion of the alaris system. We provided alaris with 4 different MFR barcodes from hospira, baxter, schering and bayer. Only one of the barcodes -hospira- was able to be read by the alaris auto-ID module. The solution suggested by alaris was for us to generate an extemporaneously prepared label and manually label every IV solution that is stored in our pyxis medstations. We declined to implement this since it would introduce the potential for human error into a system that is suppose to reduce human error. I feel that both of these deficiencies need to be corrected and all existing software currently in use be updated immediately.